Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that allegedly the keypad buttons was not working for the six large volume pump modules, and therefore, will be replaced. There was no reported patient involvement.

Manufacturer narrative:
The customer reported that allegedly the keypad buttons was not working for the six large volume pump modules, and therefore, will be replaced. There was no reported patient involvement. During external inspection the keypads were observed to be in good condition with no irregularities observed. During internal inspection within each of the assembly¿s front and back doors covers, signs of contamination along the keypad cable traces and fiber optic lamps was observed on 3 of the 6 assemblies. The lvp door assemblies with keypad printec were connected to the cad lvp test fixture for functional testing. Qty (1): the keypad tested good with no faults identified. Qty (1): all keys functioning with the exception of the pause key. Qty (1): all keys functioning with the exception of the channel off key. Qty (1): all keys functioning with the exception of the channel select and pause keys. Qty (2): all 4 of the assembly¿s keys were not functioning: channel select, pause, channel off, and restart keys. Electrical failure ¿ design. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. Only keypads were provided for investigation.

Event description:
It was reported that allegedly the keypad buttons was not working for the six large volume pump modules, and therefore, will be replaced. There was no reported patient involvement.